Event description:
The facility reported a flogard infusion pump that had presented an "f23 alarm." It is unknown if this event occurred during patient use. There was no report of patient/user injury nor medical intervention. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device is currently in the process of being evaluated, on-site at the facility, by a field service technician. Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). Evaluation: the reported problem of f23 was confirmed by the sample evaluation task. The cause of the reported problem was identified to be a faulty sensor printed circuit board assembly. To resolve the reported problem, the device was swapped since no parts were available